Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. There were numerous hypotube kinks throughout the device. Thee was a complete hypotube separation 87cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported kinked shaft, as the hypotube had numerous kinks. Age at time of event: (B)(6).

Event description:
Reportable based on device analysis completed on 15-jul-2019. It was reported that shaft kink occurred. A 3.0mmx12mm quantum maverick balloon catheter was selected for use. However, during procedure, the delivery shaft of the balloon was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed shaft detached/separated.